Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode after having a hypoglycemic episode. The user had a nadir blood glucose (bg) of 48 mg/dl around 1:30 am, never did a fingerstick, and treated the low with fast-acting carbs. The agent advised that compression lows can occur if the user sleeps on their sensor. Treating the low caused bg to elevate. The high was eventually treated by the ilet and no outside intervention was required. The user reported feeling sweating during the event.